Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the nurse was attempting to initiate hypothermia on arctic sun device and patient temperature was not displaying. The device was just displaying dashes. Nurse stated that esophageal probe was connected to temperature port 1. Nurse confirmed that the temperature in cable was plugged into temperature port 1. Mss walked the nurse through disconnecting and reconnecting the cable. Mss explained that this was most likely an issue with the temperature in cable or the esophageal probe and recommended the nurse to change out the temperature cable first and if the issue did not resolve they are supposed to change out the esophageal probe. Per follow up information received on 29apr2022, it was stated that they were not able to find a temperature cable at the time, so they ended up switching to a different therapy method. No reported injuries.

Event description:
It was reported that the nurse was attempting to initiate hypothermia on arctic sun device and patient temperature was not displaying. The device was just displaying dashes. Nurse stated that esophageal probe was connected to temperature port 1. Nurse confirmed that the temperature in cable was plugged into temperature port 1. Mss walked the nurse through disconnecting and reconnecting the cable. Mss explained that this was most likely an issue with the temperature in cable or the esophageal probe and recommended the nurse to change out the temperature cable first and if the issue did not resolve they are supposed to change out the esophageal probe. Per follow up information received on (B)(6)2022, it was stated that they were not able to find a temperature cable at the time, so they ended up switching to a different therapy method. No reported injuries.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is a faulty temperature in cable. However this cannot be confirmed. The device was just displaying dashes. Nurse stated that esophageal probe was connected to temperature port 1. Nurse confirmed that the temperature in cable was plugged into temperature port 1. Mss walked the nurse through disconnecting and reconnecting the cable. Mss explained that this was most likely an issue with the temperature in cable or the esophageal probe and recommended the nurse to change out the temperature cable first and if the issue did not resolve they are supposed to change out the esophageal probe. Per follow up information received, initial reporter stated that they were not able to find a temperature cable at the time, so they ended up switching to a different therapy method. No reported injuries. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device did meet specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (arctic sun temperature cable) product ifus were found to be adequate based on past reviews. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned